Event description:
The customer reported that the system worked well and when the dissector was removed from the patient cavity, a piece of the active waveguide disengaged. Nothing fell into the patient cavity and there was no patient injury. The customer reported that this caused the surgery to be extended for longer than 30 minutes.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015 one used sonicision cordless ultrasonic dissector was returned for evaluation. The returned sample did not meet specification as received. Visual inspection of the disposable hand piece revealed that the dissector torque adaptor was damaged. The waveguide had been removed from its housing and was loose in the shipping bag. The customer reported that the device component disengaged. The reported condition was confirmed. The damage caused the waveguide to become unsecured and move backward into the rotation knob housing. Dropping the dissector on its tip or forcing or hitting the tip against a hard surface will destroy the torque adaptor which secures the waveguide in place. The damage caused waveguide to become loose and pull out of the device inner tube. Investigation identified the cause of the reported event to be user damage.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.